Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently deleted a personal profile. Customer's blood glucose level was 118 mg/dl. Tandem technical support assisted customer in re-inputting personal profile settings, and advised customer to consult with their healthcare provider regarding settings adjustments.